Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in limoges, france. The involved unit was already checked by livanova technician in january 2023 without any deviation. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave some real values over tolerance (e.g. Set values: 1 lpm at 60% fio2, real values: 0,9 lpm at 67,6 % fio2) during preventive maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: o2 mass flow controller was out of range and needs to be replaced and calibrated. As per the collected information, the root cause of the event can be traced back to an electronic component (o2 mass flow controller) that failed over time. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components.